Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A field service technician found the safety board to be defective and replaced it with a new one. All system tests passed. The unit was returned to service.

Event description:
It was reported that during system startup - prior to use, one pump (rpm) reported an error saying, "safety system has discovered a deviation from set values." (B)(4).